Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved, or contraindicated use (aortic neck angulation) review of a pre-implant sizing worksheet revealed that the patient¿s proximal neck diameter was 23mm just below the lowest right renal. It was noted that there were two seal zones above the aneurysm; below the renals the neck diameter ranged from 19 ¿ 30 ¿ 24mm. The neck was also reported as moderately angulated, with mild thrombus and mild calcification. The max diameter aaa was 51mm and the distal aortic diameter was 42 x 22mm. The right common iliac artery diameter ranged from 18 ¿ 15mm, the left common iliac artery diameter ranged from 19 ¿ 14 ¿ 11mm, and the length of both common iliac arteries were 27mm. It was noted that there was thrombus in the common iliacs, posterior calcification at the cutdown site, and a possible dissection in the right common iliac artery. The proposed plan was to place the main device up the right side. Review of a single still angiogram post-implant image (unk study date) revealed that the endurant bifurcate was positioned within the angulated neck; just below the renals. The aortic body and neck was angulated approximately 60deg l-r relative to the iliac limbs. The neck angulation in the a-p orientation could not be seen. There was contrast seen outside the stent graft within the proximal sac. The exact endoleak type could not be determined. This may be a proximal type I endoleak or a type iii fabric endoleak. The ipsi limb and extension were seen on the patient¿s right side and the contra limb was on the left. The distal aaa sac and iliac limbs were not seen in the image. Both limbs were patent and no other stent graft issues were observed. The cause of the reported proximal type I endoleak could not be determined from the single still image provided. It is possible that this was due to implanting within the angulated (off-label) proximal neck. It is possible that the reported pre-implant two proximal seal zones may have also contributed. The reported distal type I endoleak could not be determined. Images showing the implanted limbs were not available for review and the reported endoleak could not be assessed.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 51 mm in diameter abdominal aortic aneurysm. The patient's aortic neck angulation was approximately 70 degrees. It was reported two month follow up CT revealed an unknown abnormal event. One month later it was determined that the patient had a proximal type I endoleak and a distal type I endoleak coming from the left iliac. The physician stated there was a very angulated neck approximately 80 degrees that caused the stent graft to not be opposed proximally. The left limb appears to have pulled up into the aneurysm slightly. The physician elected to implant six aptus endoanchors in the proximal aortic neck however, after the sixth anchor was implanted the aptus guide would no longer deflect. The cause of the deflection issue was most likely caused by the user over deflecting the guide (past 90 degrees) due to the patient aortic neck angulation. An angiogram was performed and the proximal type I endoleak remained, so an endurant ii cuff was implanted resolving the endoleak. The distal type I endoleak was treated with an endurant ii limb that successfully resolved the even t. On the final angiogram, a late filling of the aneurysm around the flow divider of the graft was identified. After giving the patient almost 200cc of contrast trying to find the source of the endoleak the procedure was completed. The physician stated that there is no longer proximal or distal type 1 endoleak, but there is a possible type 2 that fills quickly from a branch off the sma. No additional clinical sequelae were reported and the patient is fine.